Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with episodes of non-sustained right ventricular over-sensing stored on the implantable cardioverter defibrillator. The episodes were the result of intermittent ventricular capture. No patient symptoms were reported. Further information was requested but not received.